Manufacturer narrative:
The insulin pump was received with no esc and act button response due to corroded keypad traces. The insulin pump was received with minor scratched display window, cracked case at display window corners, cracked reservoir tube lip and cracked battery tube threads.

Event description:
The customer reported via phone call that the buttons were hard to press. The customer's blood glucose was unknown at the time of incident. The insulin pump was returned for analysis.